Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, this issue occurred with multiple cartridges. Tandem technical support guided the customer through performing a cartridge change to address the current issue. There was no reported adverse impact to the customer's blood glucose (bg) level during the past event; current bg level was 147 mg/dl.